Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by user facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, the coil unintentionally detached in the microcatheter during repositioning attempt. The coil was removed from the patient and replaced and procedure completed successfully. There was no report of harm or injury to the patient.